Event description:
Consumer stated: extremely happy with this toothbrush! However, after a few months of use, the plastic piece on the oscillating head broke off into the brush. It is now inoperable. How can I replace the unit? Based on the consumer's description, it sounds like the tuft carrier that carries the bristles fell off.